Manufacturer narrative:
The tech hi/low drive brake assembly was worn. He replaced the hi/low drive brake assembly to repair the bed.

Event description:
Info received indicates the hi/low function drifts down.